Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to charge and discharge. There was no report of patient involvement.

Manufacturer narrative:
One processor pca and one therapy pca were returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the processor board nor with the therapy pca. Philips cannot rule out a malfunction of the processor pca nor with the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.